Event description:
Patient had a sigma tc3 revision performed. Doctor used a +2mm offset on the femur. However, when real +2mm adapter bolt was assembled the torque wrench got stuck on the femur as the gasket on the wrench broke and had to be hammered off. After offset bolt was put together, it appeared as if the markings on the tc3 femur box showed that the bolt was put in the -2mm position even though the arrow of the bolt was pointing towards the flange.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.